Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08765 inches. No unexpected motor noise during rewind operation or clicking (motor noise) during pump operation. The trace and history files were successfully downloaded using thus. The earliest power data available per the power management tool/detail trace file is on 11/5/2024 at 1:41:00 pm. There was no power data available for the event date of 10/14/2025 however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range utilizing the available historical data. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 71.0 received the lowbatteryalert (104) on 09/23/2025 07:58:22 after more than 7 days at 30.88 days. Battery cycle 68.0 received the lowbatteryalert (104) on 08/23/2025 04:02:00 after more than 7 days at 34.76 days. Battery cycle 66.0 received the lowbatteryalert (104) on 07/19/2025 08:18:00 after more than 7 days at 33.5 days. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, missing display window cover, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Diminished battery life complaint is not confirmed. Louder motor noise and "clicking" sound from the motor is not confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump had diminished battery life, requiring a battery change every other week, and that the pump was louder during rewinding, making a clicking sound. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715k.